Manufacturer narrative:
Examination revealed the taper on the core was broken as well as the coil wire, indicating excessive force was applied. Failure is consistent with wire being pulled back through needle. Physician reported trouble gaining access, indicating there by have been an obstruction as well. No out of specification conditions were noted during review of production records.

Event description:
User reported difficulty gaining access and had to remove the wire and needle for re-attempts. The second time, only the needle came out - guidewire was stuck in patient. Upon removal, the guidewire unraveled and pieces were left in the patient, in the adventitia later, but not in the vessel, patient is fine.